Manufacturer narrative:
This is 2 of 6 reports (2nd MDR).

Event description:
It was reported during the procedure the stent (subject device) couldn't deploy. Post-procedure magnetic resonance imaging (MRI) showed extensive infection. The patient¿s level of consciousness ( jcs) was 1-3. The physician did not know the causal relationship with subject surpass or another device(s). Gooseneck snare was used as a medical intervention. The procedure was completed successfully.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported during the procedure the stent (subject device) couldn't deploy. Post-procedure magnetic resonance imaging (MRI) showed extensive infection (ischemic stroke). The patient¿s level of consciousness ( jcs) was 1-3 and unable to eat. The physician did not know the causal relationship with subject surpass or another device(s). Gooseneck snare was used as a medical intervention. The procedure was completed successfully.

Event description:
It was reported during the procedure the stent (subject device) couldn't deploy. Post-procedure magnetic resonance imaging (MRI) showed extensive infection (ischemic stroke). The patient¿s level of consciousness ( jcs) was 1-3 and unable to eat. The physician did not know the causal relationship with subject surpass or another device(s). Gooseneck snare was used as a medical intervention. The procedure was completed successfully.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection, as well as a functional evaluation, could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to the reported defects ¿stent failed/unable to deploy¿, ¿patient stroke¿, ¿patient complication¿ and ¿patient abnormal image finding.¿

Manufacturer narrative:
Section d. Suspect medical device - catalog # search - updated. Section d. Suspect medical device - gim search results - updated. Section d. Suspect medical device - gtin - check spelling - device identifier (di) number - updated. D1 product long description ¿ updated.

Event description:
It was reported during the procedure the stent (subject device) couldn't deploy. Post-procedure magnetic resonance imaging (MRI) showed extensive infection (ischemic stroke). The patient¿s level of consciousness ( jcs) was 1-3 and unable to eat. The physician did not know the causal relationship with subject surpass or another device(s). Gooseneck snare was used as a medical intervention. The procedure was completed successfully.